Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s reported no image issue was confirmed as the image disappears during angulation (but returns) due to disconnection/short circuit of the image sensor cable. Additionally, the service evaluation found the bending able is below standard specification due to a stretched angle wire, excessive broken bending section wires, the bending section cover is scratched, the bending section cover glue is missing. Also, there are scratches on the control body, grip, angle lever, the up/down and left/right plate, universal cord, video connector, light guide connector, light guide coverglass, and the video connector case. The light guide connector has deformation and the video connector case is cracked. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
Olympus (omsc) was informed that the customer high definition endoeye laparo-thoraco videoscope was returned for olympus for repair for a reported ¿no image¿ malfunction during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional details regarding the reported event.

Event description:
The reported event was observed during inspection before use.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a failure of the imaging unit, a board inside the scope connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.